Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station drive was corrupted. A field service engineer reimaged the system using the 1.7.4 pyxis anesthesia station application drive image, completed setup, performed data synchronization and tested in hardware test application to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the system experienced failed station code integrity. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.